Event description:
During manufacturer review of a patient¿s vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2010 which changed the settings. The settings were all corrected except for the off time, which remained at 60 minutes until this was corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.